Event description:
The pt received his ipg on (B) (6) 2009. It was reported that about a month postoperatively, the ipg would not hold a charge for more than about 24 hours. Pt also was reported to have developed (B) (6) infection post-operatively and was treated with antibiotics. The physician explanted but did not replace the ipg on (B) (6) 2009.

Manufacturer narrative:
"Malfunction" is interpreted as a compromise of the device's therapeutic effectiveness (loss of pain relief) which contributed to significant device adverse event resulting in a surgical procedure to remove the device. Evaluation: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.